Event description:
It was reported that the customer passed away at home. The cause of death was heart failure. The caller stated that the customer had diabetes, was subject to low blood glucose, and had heart and kidney problems. He had a stroke. The customer's blood glucose at the time of death was 135 mg/dl at 9:30 pm. The caller stated that the customer had not worn the insulin pump in over a month prior to death. He never used the insulin pump for insulin delivery, because he was hyperglycemic and the insulin pump was used for the sensor data. He discontinued use of the sensors after he finished the first box, due to the cost of the sensors; the insurance company did not covering for sensors. He was wearing the insulin pump at the time of death. He was using sensors but the caller was not sure if a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.